Event description:
The medical team in (B)(6) had an impella cp inserted for hemodynamic support of a patient admitted and suffering from a myocardial infarction. The impella insertion site had a bleed treated by surgical hemostasis and 6 units of blood.

Manufacturer narrative:
The medical team in (B)(6) did not return the impella product for analysis or benchtop testing. No further clinical details have been shared. Should more information be shared that leads to root cause of the bleed, a final report will be filed.